Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand, and caller declined to provide information about whether blood glucose exceeded any specific value. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through a pump reset using provided instructions, confirmed that malfunction did not recur after reset, was advised to continue using pump and to call back if malfunction reappeared, and acknowledged understanding of these instructions.